Event description:
It was reported that an error code, 08:08:f8:f8-f44(253), occurred on the physician programmer during the update of the pump. The healthcare provider (hcp) got another programmer and re-interrogated the pump. It was seen that the reservoir volume was saved, but the pump was stopped. The hcp re-entered the infusion data and the pump status after update of the latest report looked fine. The device system was used to deliver gablofen.

Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. Product ID: 8590-1, lot# n128426, implanted: (B)(6) 2008, product type: accessory. (B)(4).